Manufacturer narrative:
(B)(6). Additional product codes are: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: part# 310.25 lot #0238812 combination could not be found in jde or docusphere, therefore a DHR review could not be performed on this part number/lot number combination. Part# 310.25 lot#u238812 was found, therefore a DHR review was performed on this part number/lot number combination. DHR review for part# 310.25 lot#u238812 release to warehouse date: 19-feb-2016 supplier: (B)(4). Unique no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon was repairing a distal tibia fracture on (B)(6) 2016. During surgery, while in the process of drilling a hole through the plate; the drill bit broke off in the patient&#62688;bone. Since the plate was already fixed in various places and the portion of the drill bit that broke off was deep in the bone, surgeon decided not to retrieve it. Procedure completed successfully with no surgical delay and no additional surgical intervention. Facility did not retain the drill bit. Device will not be returned for investigation. No other information was available from the consultant. This complaint involves 1 device. This report is 1 of 1 for (B)(4).